Event description:
The customer's mother reported that the insulin pump alarmed no delivery. Customer's blood glucose was 133 mg/dl. Customer stated that the insulin pump kept saying primed it. Customer stated it was the second reservoir and the insulin pump pushed out all insulin. The insulin pump was alarming because it was empty. Advised the customer to fill in another reservoir. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).